Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary a failed suture needle, labeled as (B)(4), was submitted to (B)(6) for fractographic evaluation on october 3, 2025. The component was identified as product code z509g. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported pull off suture needle pre-op the product received for analysis was z509g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an urological procedure on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown urological surgery, when pulling the needle out during suturing, the needle and suture had been detached before use. It was not a control release needle. There was no effect on the patient. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.